Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer reported that the scroll bar was not moving and the time was not on display screen. Customer's blood glucose was 70 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, with corroded motor home switch. Unable to verify pump error or unresponsive buttons due to blank display. The insulin pump had cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage and minor scratches on the lcd window.